Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer's sensor glucose was 136 mg/dl but he was feeling low. Customer had a blood glucose of 38 mg/dl and a few minutes later, the meter said it was 96 mg/dl without the customer doing anything. Customer stated that the readings were within about 8-10 minutes with a 60 point difference. Customer is at work right now and not able to troubleshoot. Customer stated that he is feeling fine and does not think that his blood glucose was as low as it was saying. Customer stated that the 96 mg/dl and 99 mg/dl readings are more accurate.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.